Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the controller card light was off. The controller card module, drawer board, retractor band board cable was replaced and isolated the trays and cubies with no resolution. After consulting product consultant engineer, troubleshooting revealed medication spillage under trays 1 and 3. The spill from pocket a into rows 1 to 4 caused the issue. After replacing both trays simultaneously, the unit became operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.